Event description:
The lay user/pt contacted lifescan in 2005 alleging that her surestep enhanced meter was reading inaccurately high. The medical affairs specialist mailed a letter since the user could not be reached for additional information. Three weeks ago, the user obtained a 130 mg/dl on the reported meter, while feeling sweaty. She retested; however, she was unable to recall the result(s). No actions were taken following the use of the meter that would affect her blood glucose levels. She was taken to the hospital because the "meter was not reading correctly". The user was unable/unwilling to specify the treatment received at the hospital. No further clinical information was provided. The customer care agent (cca) discovered that the pt was using off-brand test strips and not cleaning the meter according to the owner's manual. The cca verified that the approx room temperature was within range and the air in the room where testing was performed was normal. The user did not have control solution and reported performing quality control testing less than what is required according to the owner's booklet. Based on the information provided there is no indication that the product(s) malfunctioned. However, there is an indication that the user suffered injury due to use error. The pt obtained a relatively normal result by using off-brand test strips, alleged that the meter was not reading correctly, was experiencing hypoglycemia at the time of testing, was taken to the hospital, and received treatment unknown to the user. It would have been helpful to know when she started sweating, previous results obtained, medication regimen, who tranported her to the hospital, results obtained at the hospital, and type of treatment administered. Consequently, this complaint is being reported as an adverse event MDR. The meter was replaced.